Manufacturer narrative:
One bipolar pacing catheter with monoject limited volume syringe was returned for evaluation. The reported issue of the balloon ruptured was confirmed. The balloon was ruptured at the central area. The edges of the latex did not appear to match at the rupture location. There was no other visible damage observed from catheter body. It is unknown if the lot number is from 65437739 or 65427559. A device history record review of both lot numbers was completed and documented that device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As part of the manufacturing process, a 100 percent of the units go through a balloon inflation inspection. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Per the IFU, pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, do not inflate above the recommended volume. Use the volume limited syringe provided in the catheter package. Bacteria filtered carbon dioxide is the recommended inflation medium because of its rapid absorption into the blood in the event of balloon rupture within the circulation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported during use, the balloon ruptured. There were no patient complications reported.